Event description:
The customer reported the system displayed a file system computed error. The fe confirmed this was a no boot situation. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.